Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue happened. The procedure was completed using another system. Philips field service engineer (fse) analyzed the system onsite and verified that system failed to produce x-rays. After reviewing the log file, fse found that there is a malfunction in xg hardware and internal power supply (ips) was defective. Fse replaced ips certeray. After replacement ips certeray, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to produce x-rays. A patient was on the table however the procedure had not yet started. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the ips certeray r5 which returned the device to use in good working order.